Event description:
A female diagnosed with acute lymphoblastic leukemia -als- in 2008, by bone marrow biopsy aspirations. She began induction chemotherapy two days later, and tolerated chemotherapy well and was discharged the following month. During the patient's stay, a PICC line was inserted the day after the original date, in interventional radiology. A chest x-ray five days after the original date, showed placement of the catheter and an uncertain curvilinear shadow that was roughly horizontal to the thorax. A wire was not identified at this time. The pt had been admitted on and off for chemotherapy. The pt was most recently admitted in 2009, for febrile neutropenia. A chest x-ray was done the next day, which revealed a wire projecting in to the cardiac silhouette and right pulmonary artery. Three days later, an attempt to remove the wire in interventional radiology was made. The team was able to remove only a portion of the wire, as it was embedded firmly into the tissue. The wire was sent to pathology for examination to identify the source of the wire. The issue was discussed with the patient's family. Pathology confirmed the wire was a fragment of the PICC line guidewire. According to the radiologist, when the guidewire was removed, it appeared to be intact. It was examined manually and visually by the radiologist. The wire coil was believed to have snared off during the procedure. It was lodged in the catheter during the x-ray image to confirm placement, and was undetectable at that time. Once the catheter was flushed, the wire fragment was eventually pushed out of the catheter and into the pulmonary artery. Dates of use: 2008. Diagnosis or reason for use: PICC line catheter placement.